Manufacturer narrative:
Device evaluation: the device evaluation of fs-oa-8.5 of unknown lot number was returned not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 09 april 2025. On evaluation of the devices the following observations were made: visual inspection: pushing catheter, guiding catheter, introducer, stylet, flap protector and wire all returned. Stent returned separately. Stent examined and damage observed adjacent to the flap and on the tip of the stent, biological material also observed. Kink/indentation also observed close to flap on other end of stent. Pushing catheter examined and kinks/crinkling observed along the catheter at approx 1.5cm, 5.5cm, 21.5cm from the hub. Introducer examined and kinks observed at 3cm, 17.5cm from the tip of the introducer. Crinkling also observed along the body. Ide port observed to be stretched and damaged. Stylet cannot be fully removed. Guiding catheter removed from pushing catheter and biological material present. Crinkling observed along the body of guiding catheter. Functional inspection: guiding catheter and pushing catheter only partially move over each other, resistance encountered. 0.035 inch wire guide passes freely through the stent. The reported failure was observed. Photographic evidence was returned for evaluation. The review of the photos determined the following: three images were presented and showing damage to the stent, pushing catheter, guiding catheter, and introducer, along with the presence of biological material. Manufacturing records review: as the lot number of the complaint device is unknown, a review of the relevant work. Instructions for use and/label review: it should be noted that (ifu0096) ¿this device (with preloaded stent, if applicable) is intended for endoscopic biliary stent placement drain obstructed bile ducts. The device is designed for single use only. Attempts to reprocess, resterilize, and/or reuse may lead to device failure and/or transmission of disease¿. There is evidence to suggest that user did not follow the instructions for use and/or label. Abnormal use was identified as the fs-oa device was used with 2 bilateral stents 8.5 x 15. The device was used device in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. Fs-oa was used with 2 bilateral stents 8.5 x 15. The fs-oa stents are not compatible with stent lengths greater than 14cm and the device is intended for single use. Additionally, it was noted that the device was used with 0.025 inch wire guide. These factors might have led to the damage of stent, pushing catheter, guiding catheter, ide port and introducer. Abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: confirmed quantity of 1 device, confirmed used. A definitive cause was identified. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. Fs-oa was used with 2 bilateral stents 8.5 x 15. The fs-oa stents are not compatible with stent lengths greater than 14cm and the device is intended for single use. Additionally, it was noted that the device was used with 0.025 inch wire guide. These factors might have led to the damage of stent, pushing catheter, guiding catheter, ide port and introducer. The complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 14 may 2025.

Event description:
The physician was inserting two bilateral stents (8.5 x 15). After dilating beforehand, the physician encountered an issue while placing the second stent¿the introducer cinched, preventing deployment of the stent short wire off the introducer. As a result, the physician had to remove everything and instead placed a 7 x 15 stent. The patient was not affected. Triage reply received on (B)(6) 2025: 1. Does the complaint relate to: device placement: yes. Device removal: no. Observation prior to patient contact: no. 2. If not, with the device in question, how was the procedure finished? The physician removed both 8.5 french stents and placed 7 french stents instead. 3. What was the target location for the stent? At the confluence: where the right and left hepatic ducts merge. 4. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Standard storage. Hospital temps. 5. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? 0.025 visiglide wire. 6. Was the wire guide lubricated prior to use? N/a, yes, no: unknown. 7. Was the wire guide inspected for damage prior to use? N/a, yes, no: yes. 8. Was the device at the center of the complaint inspected for damage prior to use? N/a, yes, no. 9. Were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? N/a, yes, no (if yes, please indicate the procedure performed.) Schincterotomy, balloon sweep, dilation. 10. Did the patient involved exhibit altered anatomy or tortuous anatomy? N/a, yes, no. 11. If not with the device in question, how was the procedure finished? The physician removed both 8.5 french stents and placed 7 french stents instead. 12. What intervention (if any) was required? See above answer. 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day? Same procedure. 14. Were any other defects observed on the device prior to return (other than the reported complaint issue? Yes, no. (If yes, please detail any other defects observed.) 15. Had a sphincterotomy been performed prior to this occurrence? N/a, yes, no. 16. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? It was a 190 series ercp scope. 17. Does your medical facility have a service/maintenance schedule associated with its endoscopes? N/a, yes, no they have an agreement with olympus. 18. Please indicate the location in the body where the stent device was to be placed (i.e., biliary duct, pancreatic duct, other). (If other, please specify). Was resistance encountered when advancing the wire guide to the target location? N/a, yes, no. Was resistance encountered when advancing the introduction system in place to the target location? N/a, yes, no (how did the physician deal with this resistance?). 19. How did the physician determine the length of the stent to be used for the procedure? Due to the location of the stricture. 20. Where was the stricture located in the duct? The confluence. Was the stricture dilated prior to placing the device? (If so, please indicate what device(s) were used.) Yes. Was resistance encountered when advancing the stent through the obstructed area? N/a, yes, no. 21. After placement, was stent position verified? N/a, yes, no (if yes, please describe how). 22. Please estimate the amount of time the stent was in place prior to this occurrence. There was no stent there prior. 23. Did any section of the device detach inside the endoscope or patient? N/a, yes, no (if yes, please specify what section of the device broke off:) please indicate whether the device broke in the endoscope or in the patient. N/a, endoscope, patient. Was the broken device retrieved? N/a, yes, no (if yes, please indicate what tools were used during retrieval (e.g., basket, balloon, snare, forceps etc.) 24. Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g., guiding catheter shortened, stent cut etc.) N/a, yes. No (if yes, please indicate what modifications were made:). Please indicate why the modifications were necessary. 25. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. 26. Did the patient require any additional procedures as a result of this event? N/a, yes, no. 27. What intervention (if any) was required? See answer 2 and 11 (redundant question). 28. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day. Same procedure: same question as #13 (redundant question). 29. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? N/a, yes, no (if yes, please specify what was observed and where on the device it was observed.) The catheter on the 8.5 french is not the same material as the 10 french catheter. It is not as strong of a material. They have been having this problem for years and just now told me. I suggested dilating and also going to a 7 french in a tight stricture and when bilateral stenting.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.